Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the full system was removed because the doctor did an x-ray and found the right lead to be fine and the left lead had begun to coil like a cinnamon bun.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that upon meeting the patient at their post-operative appointment the programming seemed very far off from the programming immediately post-operative. X-rays were taken and it revealed the left lead had migrated from t7 to l1/2. The patient did nothing other than wash dishes since (B)(6). It was noted that the physician wanted to let the patient heal a bit more and possible refer her out for a paddle lead. The patient was still healing and staples were removed on (B)(6). Other relevant medical history includes spinal pain and chronic low back pain. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient indicated to the health care professional (hcp) that the implantable neurostimulator (ins) did not work. The patient programmer was unavailable at the time of the report. If additional information is received, a supplemental report will be sent.